Event description:
Same case as MDR ID 2134265-2013-00293. It was reported that during an unspecified treatment procedure, a guide wire detachment occurred. The physician used a 35 x 260 guide wire to the lesion and the tip broke off and came out of the patient. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).